Event description:
Patient representative reported fibromyalgia, unrelated to the device. This report is for an unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "chest and breast pain, abnormal increase in volume, fibromyalgia and rupture."

Event description:
Patient representative reported left side chest, breast pain, fibromyalgia and rupture of device. Device has been explanted.